Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained via a 6f sheath (model unknown). Following the procedure, the registered nurse who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that 6-7 hours post-procedure, the patient had formation of a hematoma which was described as being of moderate size (6-10 cm). The patient also had a pseudoaneurysm noted on (B)(6) 2014 by ultrasound which required a thrombin injection for treatment. The patient received the thrombin injection on (B)(6) 2014. It was noted that the patient's hospitalization was mynx related and the discharge date was (B)(6) 2014.